Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased and the cause of death was provided as cardiopulmonary due to septic shock. Additional information obtained reported the patient had pneumonia with positive blood cultures one month prior to device system implant. The organism at that time was identified as enterococcus. The patient was admitted three months post implant with septic shocks and endocarditis. The source of the infection and endocarditis is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.